Manufacturer narrative:
(B)(4) date sent: 1/25/2024 lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Yes, egd showed a small hiatal hernia, ph testing demeester score of 33.7, manometry showed a dci of 1556 with amplitudes of 94.7. She had normal swallows. She did have a slightly elevated irp at 16.8 although suspect this is due to some outflow obstruction from hiatal hernia. On what date did the implant take place? (B)(6) 2023 on what date did the explant take place? (B)(6) 2023 what is the lot number of the linx device? 29136 when using the linx sizing device what technique was used to determine the size? Used the lst sizer, was placed around esophagus and used the 2 pop rule. Did the patient have an autoimmune disease? Yes, elhers-danlous is the patient currently taking steroids / immunosuppressive drugs? No did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No how severe was the dysphagia/odynophagia before intervention? Severe were there any intra-operative complications during implant? No was there any hiatal or crural repair done at the same time as the implant? Yes with mesh were there any other contributing factors that led to the removal of the device other than the reported dysphagia? No besides the reported dysphagia, what was the reason for removal of the linx device? Severe dysphagia alone was the device found in the correct position/geometry at the time of removal? Yes.

Manufacturer narrative:
(B)(4). Investigation summary: a washer was noted to be disconnected from a bead case. The washer was observed to be bent outwards and weld tracks are visible on both the washer and bead case. These findings suggest that the washer was pulled out of the bead case due to external forces applied during an explant procedure. The remaining device characteristics, excepting the issues called out above, show no anomalies for a device that has been reasonably changed as part of the explant procedure and tooling marks noted in some beads. Link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. A manufacturing record evaluation was performed for the finished device 29136 number, and no non-conformances related to the malfunction were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/11/2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx was implanted a week ago. The patient had significant dysphagia and couldn¿t eat anything after the surgery. Prior to surgery had great manometry results. Steroids were not helping. Surgeon used endoflip to access her situation. He decided to take linx out and patient immediately felt better. Patient has elhers-danlous.